Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix received a complaint from a clinic building building service coordinator reporting "vtbi not infusing". Device operator was unknown. Medication being infused is unknown. No patient injury reported. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was ran on the pump. The volume infused was 95.07 ml. The programmed volume was 100 ml. So, the flow rate deviation is -4.93%. The flow rate accuracy is within +/- 5%, which meets the passing criteria.